Event description:
The pump was returned to animas related to multiple loss of prime warnings. Evaluation revealed partially dislodged force sensor pins. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. The pump load step was completed successfully and the pump was exercised for 24 hours without issues. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Correction/removal reporting number: 2531779-03/24/2010-003-r.